Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that after customer's complaint that the display would not come on, the biomed picked up the unit and tried the display and then pushed on it and it came on. Once the fse arrived on site, he checked the iabpand did not see any issue. The fse then disassembled the display, inspected the boards, then reseated all connectors and wiring related to the display. After these steps, the fse was still unable to reproduce the failure. The fse also completed the field action on the iabp while servicing it, after which the iabp was approved for clinical use and returned to the customer.

Event description:
Customer reported that prior to use on a patient, a monitor related issue occurred on the intra-aortic balloon pump (iabp) where the screen is white/black with wavy lines. There was no patient involvement and no adverse event was reported.